Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump went blank and alarmed for a battery out of limit. The customer also reported having issues with battery life and had received weak battery alarms months prior and a low battery alarm the day prior. The blood glucose reading was 349 mg/dl. The customer had just eaten and treated with a bolus. The customer stated that the batteries were not out of the insulin pump for a greater duration than allowed by the insulin pump. The batteries were not previously used and there were no unattended alarms. The customer stated that she did not use a battery from a fresh package and was advised to clean the battery cap and insert a fresh battery. The customer was sent a new battery cap and advised to call back if the issue persisted and to revert to a back up plan per a health care professional's instruction if needed.